Event description:
It was reported that when the pt came in to the hosp for infusion therapy, the nurse met resistance when trying to access the port. It was determined that the catheter had separated near the port connector and had migrated to the left ventricle. It was successfully retrieved and there were no pt complications.